Event description:
The reporter is a gestational diabetic. She did a back to back (rapid succession) blood glucose test with results of 250 mg/dl and 155 mg/dl. While talking with the lifescan rep, it was determined that the reporter probably applied too much blood on the strip and it went into the white area. A control solution test result was in range 115(88-132). No symptoms were reported.